Manufacturer narrative:
(B)(4): no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.additional information: the actual device batch number associated with this event is not known. Three possible batch numbers are reported as follows:batch gb5366 mfg date: ni, exp date: 01/31/2018.batch ek6191 mfg date: ni, exp date: 07/31/2017.batch ga2477 mfg date: ni, exp date: 01/31/2018.in addition, a review of the batch manufacturing records for the possible batch numbers was conducted and the batches met all finished goods release criteria.

Event description:
It was reported that a patient underwent a mohs procedure on an unknown date and suture was used. Seven days later, the patient returned and the incision was red and inflamed with purulent drainage. The patient was given antibiotics. Additional information was requested.